Event description:
It was reported that the patient experienced adhesive patch detached from cannula housing/base prior to insertion during adhesive backing removal event on (B)(6) 2024.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action 2356421 and corrective and preventive action 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Initial 5 of 5. Imdrf cause investigation code: code b24 is not available in database to capture event additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 10/jun/2026 against lot number 6003438 and similar malfunction codes: idd-pmc05.15 cannula housing/base piece detached or partly detached from adhesive patch during insertion (welding), cannula housing/base piece detached or partly detached from adhesive patch during insertion. The review confirmed that lot 6003438 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on 10/jun/2026 against lot number criteria equal 6003438 and similar malfunction codes: idd-pmc05.15 cannula housing/base piece detached or partly detached from adhesive patch during insertion (welding), cannula housing/base piece detached or partly detached from adhesive patch during insertion. The count of complaints is 1. The complaint number is: complaint: (B)(4). Device history record (DHR) review: the lot 6003438 was manufactured according to work instruction version 94 and manufactured in the multivac10, on 28/sep/2023 with a total of (B)(4). Sub-assembly: welding the lot 3j03239 was manufactured according to work instruction version 32 and manufactured in the welder ls11, ls24, and ls25, on 28/sep/2023 with a total of (B)(4). The lot 3j02670 was manufactured according to work instruction version 32 and manufactured in the welder ls11, ls24, and ls25, on 22/sep/2023 with a total of (B)(4). The lot 3j03238 was manufactured according to work instruction version 32 and manufactured in the welder ls11, ls24, and ls25, on 27/sep/2023 with a total of (B)(4). Sub-assembly: connector: the lot 3j02650 was manufactured according to work instruction version 35 and manufactured in the machine mp03, on 22/sep/2023 with a total of (B)(4). The lot 3j02651 was manufactured according to work instruction version 35 and manufactured in the machine mp03, on 24/sep/2023 with a total of (B)(4). The lot 3j03229 was manufactured according to work instruction version 35 and manufactured in the machine, mp03, on 27/sep/2023 with a total of (B)(4). The lot 3j03230 was manufactured according to work instruction version 35 and manufactured in the machine mp03, on 27/sep/2023 with a total of (B)(4). The lot 3j03231 was manufactured according to work instruction version 35 and manufactured in the machine mp03, on 28/sep/2023 with a total of (B)(4). The review confirmed that lot 6003438 was associated with non-conformance 1751405 for leak test from hepa filters out of specification at clean room 4. However, this non-conformance is not related to the reported failure mode and is not associated with any non-conformance or corrective and preventive action of the same or similar nature. Conclusion: device history record review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.